Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. Two kinks were observed on the catheter tubing approximately 75.9cm and 55.1cm from the iab tip. The optical fiber was found to be broken inside the 75.9cm kinked location. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The catheter was found to be kinked and the optical fiber was found to be broken, confirming the reported alarm. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in a patient, but therapy could not be initiated. The customer noted a hole and blood in the tubing. There was also a "check iab catheter" alarm generated. The iab was removed and a second iab was placed. There was no reported injury to the patient. This submission was for the 1st iab used.

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in a patient, but therapy could not be initiated. The customer noted a hole and blood in the tubing. There was also a "check iab catheter" alarm generated. The iab was removed and a second iab was placed. There was no reported injury to the patient. This submission was for the 1st iab used.